Event description:
It was reported that the customer's insulin pump screen was blank, despite several battery changes. Customer's blood glucose was not known. No relevant damage or corrosion was noted. Following advice to clean the battery cap contact and insert a new battery, the display did not return. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a corroded battery tube. However, the insulin pump passed the operating currents. No blank display was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.